Event description:
Boston scientific received information that this right ventricular lead in association with the cardiac resynchronization therapy defibrillator (crt-d) did exhibit out-of-range shock impedance and required induction to bring the impedances back down to within normal range. It remains unclear whether the induction was done at implant or the day after implant. Further testing or reprogramming may have been done to restore critical therapy. There was no report of adverse patient effect.

Manufacturer narrative:
Most recently, information was received from the boston scientific sales representative that defibrillation threshold (dfts) testing was done at iplant, not one day post-implant. The system remains intact and in service, without further issue.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated.